Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 400 mg/dl and moderate ketones that were identified as dangerous by a healthcare provider. The cause of elevated bg was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the event, the customer was still admitted to the ICU and declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.